Event description:
An iliac leg extension was placed in the left common iliac artery in order to seal a type I endoleak. The iliac leg graft was determined by the physician to be undersized. A larger diameter iliac leg extension was placed to seal the endoleak. Endoleak was sealed after placement. In addition, the physician noticed what he perceived as a tear in the graft material caused by hard calcification evident on the axial CT. To resolve the type iii endoleak an iliac leg extension was placed inside the contralateral limb to seal off the endoleak. Both endoleaks were successfully sealed and the procedure was completed. Refer to 1820334-2003-00294 for additional info.